Manufacturer narrative:
Tech found that the caster would lock but would swivel from side to side - stretcher was in a storage area. Replaced the casters and bk/steering upgrade kit to resolve this issue.

Event description:
Complainant alleged that the brakes were not holding. No one was hurt or injured.